Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. The device remains in the patient. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a locking cap was found loose post operatively.